Event description:
Caller states, customer reported low blood glucose symptoms with a result in the 80's (mg/dl) obtained on the compact plus system. Caller treated him with orange juice. Requested return of suspect device, however, test strips are not available; replacement was sent.